Event description:
Caller reported a cgm error, specifically error 42, with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information on how to reset the pump, and the caller planned to perform the reset at their convenience, with instructions to follow up if the issue continued.